Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal] , severe hair loss started 6 months after implants [hair loss] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 47-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Concurrent conditions were listed as pelvic pain female and paratubal cyst. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2023, 5102 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced alopecia ("severe hair loss started 6 months after implants"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy cystoscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia and medical device removal to be related to essure administration. Concerning the injuries reported in this case, the following ones were reported via social media: alopecia. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 14-jan-2025: medical record received. Case became serous incident. Event medical device removal is added. Essure removal date & details added. New reporters were added. Lab data updated with surgical pathology report. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Severe hair loss started 6 months after implants [hair loss]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 47-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Concurrent conditions were listed as pelvic pain female and paratubal cyst. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2023, 5102 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced alopecia ("severe hair loss started 6 months after implants"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy cystoscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia and medical device removal to be related to essure administration. Concerning the injuries reported in this case, the following ones were reported via social media: alopecia. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-jan-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.